Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to place a biventricular lead insertion. The whisper guide wire was advanced without resistance into the right atrium and it was noted that the guide wire tip became knotted and broke off. The separated tip traveled and embolized in the left ventricle. A snare device was used to successfully retrieve the separated guide wire tip. No additional information was provided.

Manufacturer narrative:
The device was returned. Visual and dimensional analysis was performed on the returned device. The core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation determined that the reported separation appears to be due to case circumstances. It is likely that the separation was a result of the wire becoming knotted and damaged due to the anatomical conditions. Additionally, the additional treatment, embolism and removal of device are related to the circumstances of the procedure. The reported patient effect of embolism is listed in the hi-torque guide wires instruction for use as a known potential adverse event associated with the use of this device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.